Event description:
It was further reported that there was a continuation of ra lead undersensing at times during at/af with potential misclassification of an event, false termination of at/af event(s), and inappropriate pacing on an episode.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented with elevated heart rates. A remote monitoring transmission report indicated that the right atrial (ra) lead exhibited intermittent undersensing noted on stored electrograms (egm), at times resulting in inappropriate pacing, false termination of atrial tachycardia/atrial fibrillation (at/af) events and possible misclassification of episode of ventricular tachycardia (vt) and supra ventricular tachycardia (svt). The lead remain in use. No patient complications have been reported as a result of this event.